Event description:
It was reported that the pt had the pump replaced in 2008 and the following day, the pt experienced abdominal spasms and withdrawal type symptoms. The nurse was not sure how much of a priming bolus was programmed at the replacement time and felt it was possible that drug had not reached the catheter tip. The type of medication, concentration, and daily dose being administered via the pump were not reported. A follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
.